Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
According to the report, in-situ measurements have shown increasing impedance over time. The patient has been re-implanted.